Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 506-508 mg/dl. Ketones were small-moderate. A bolus was delivered to address bg. Customer alleged there was an issue with the pump. Customer went to the emergency room and was admitted to the hospital. Fluid drip, long acting insulin and insulin injections were administered. At the time of the report, customer had not yet been discharged. Pump system check was performed and no device issues were identified. Customer's discharge date was not provided. On (B)(6) 2018, tandem clinical diabetes specialist reported customer was at home and bg was elevated while using manual injections. Reportedly, customer was contacting healthcare provider to discuss elevated bg.